Manufacturer narrative:
Philips service replaced the ipc hard disk and mechanical movement control pc, reinstalled the software, and restored the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that ipc failure caused geometry movements to be unavailable on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.